Event description:
Patient had been using vest therapy successfully for 6 months, then was hospitalized for an unrelated condition. After being discharged, patient resumed vest therapy and after three sessions, patient developed shortness of breath. Patient was taken to the ER and found to have a pneumothorax on the left and was admitted. Spouse states that hospital physicians do not know cause of pneumothorax. Followed up with patient's pulmonologist who said that at this time they feel the pneumothorax is unrelated to vest use, however they cannot make an absolute determination. Results of manufacturer testing of returned device: the device was found to be operating normally within defined specifications.